Event description:
It was reported that: "(B)(6) 2024, the doctor found that the needle has no tip and can not be used on the patient." The patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "16 apr 2024, the doctor found that the needle has no tip and can not be used on the patient." The patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs of use were observed on any of the returned components. The introducer needle involved with this complaint was not returned with the sample. No other defects or anomalies were observed on any of the other components. A device history record review was performed, and no relevant findings were identified. The report of a detached needle cannula could not be confirmed as part of this complaint investigation. Visual, dimensional, or functional analysis could not be performed as the needle involved with this complaint as it was not returned. A device history record review was performed, and no relevant findings were identified. Based on the customer report and without the needle returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.